Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l5-s1 disc space disease and underwent the following procedures: anterior spinal fusion at l5-s1 with extraperitoneal approach. As per op-notes, "the interspace was filled with bone graft substitute and then impacted into place. A corner of the cottonoid did catch the superior corner of the interbody device, as it was impacted into place. I was able to retract nearly the entire cottonoid, save for roughly a piece that was 2 or 3 mm in length. It was trapped within the disc placement in the corner of the implant and deep to the iliac vein." The patient tolerated the procedure well without any intraoperative complications.